Event description:
Product investigations reported the lancet does not retract into the softclix plus lancet device. No pt injury was reported and no treatment was received. Replacement product was shipped.